Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that a hair was found.

Manufacturer narrative:
No samples or photos were available for evaluation. Unfortunately, as a result, the failure mode could not be verified. The hair originates from the operators. The process has certain manual processes that may result in hair on the product. The procedures / process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers; if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. Product record review could not be completed as the lot information was unknown. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that a hair was found.